Event description:
Unomedical reference number (B)(4). Event occurred in israel. On (B)(6) 2024, it was reported that faced a kinked tube which led leakage due to which the patient's blood glucose level went up and did not come down. Therefore on (B)(6) 2024, the patient was admitted to the hospital due to diabetic ketoacidosis with blood glucose level of 400 mg/dl. The patient tested positive for ketone levels and the infusion set was changed on the same day of admission. After spending one day in the hospital, the patient was released. No further information available.